Event description:
The following has been reported: biomed reported: stuck bottom right fluid delivery pin. Pin soaked in isopropyl alcohol on mornings on (B)(6) 2025. Pump did stop an active infusion. No patient harm reported. Injury/adverse reaction: no. Active infusion stopped: yes. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. Investigation found excessive debris on both the fva pins (cleaned) and loading pins (damaged beyond cleaning). Front housing is damaged near fva output pin and broken screw mounts. Battery packs have high cycle counts (counter reset). Front housing, upper loading pins, and battery packs will be removed and replaced during repair process. Fva and loading pin lip seals will be replaced during front housing assembly repair. No other damage found.